Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation on the head cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 48-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2019. During review of medical records received by novocure on (B)(6) 2025, it was noted that during an oncology appointment on (B)(6) 2025, the patient experienced a skin reaction described as redness and pustules, without any visible breakdown or ulceration while on optune gio therapy. The patient was reported to be taking unspecified oral antihistamines. On (B)(6) 2025, novocure was notified that the patient developed two areas of very red, raw spots near the surgical resection scar, which were beginning to scab over. An image provided depicted two wounds on the surgical resection scar, with mild erythema and yellow tinged exudate. As a result, optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.